Event description:
While attempting to deploy another co's stent into the lad, the ptca balloon catheter was withdrawn from the body and found to be missing a portion of the balloon material. The md was unable to retrieve the balloon material from the ostium of the lad, and subsequently pt was taken for cvg urgently to remove balloon material.